Event description:
A surgeon reported that during phacoemulsification, before an intraocular lens (iol) was implanted, a study patient had a posterior capsule rupture requiring a vitrectomy. It was also indicated that the patient had an elevated intraocular pressure requiring treatment (unknown if before or after iol implantation). The surgeon indicated the event was related to study procedure and not the iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(4).